Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, the reportable events were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the laparoscope, gynecologic had charged coupled device (r-unit) was broken, fiber bonding in the outer tube area (distal end) was damaged and image was green. There was no patient involvement.